Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address pain secondary to a nonunion of the lateral column osteotomy and an ingrowth failure of the trabecular plaque. Attempts have been made and no further information has been made available at this time.